Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for total (free + complexed) psa - prostate-specific antigen (tpsa) - total psa and free psa (free psa). It is not known if erroneous result were reported outside of the laboratory. It is not known which results are believed to be correct. This information has been requested. This medwatch will cover free psa. Refer to medwatch with patient identifier (B)(6) for information on the total psa erroneous results. Patient 1: total psa result was 0.002 ng/dl. The free psa result was 0.015 ng/dl. Patient 2: total psa result was 0.002 ng/dl. The free psa result was 0.015 ng/dl. No adverse event occurred. The (B)(4) analyzer serial number was (B)(4).